Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had disabled the respiratory rate trend (rrt) was disabled due to electromagnetic interference (emi) noise. Technical services (ts) confirmed with the health care professional (hcp) there was a procedure. Ts advised the different actions to move forward with. The device remains in use. No adverse patient effects were reported.